Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique and an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no any calcification in stenosis part and the angle was kept 45-degree, and the plunger was pushed in, however a cuff miss [suture-retrieval issue] occurred. Thus, a new prostyle was used instead and the suture of an additional prostyle device was successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.